Manufacturer narrative:
(B)(4). This is a report of a leak caused by use error, where the patient started the fill cycle without being connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette patient line leaked. The patient started the fill cycle without being connected and solution spilled out of the line. The patient then reconnected and restarted the fill. The technical service representative reviewed proper procedures. There was no report of patient injury or medical intervention associated with this event. No additional information is available.